Event description:
It was reported that during a procedure to replace an implantable neurostimulator (ins), the existing lead could not be inserted into the head of the new ins. The physician removed the existing lead and replaced it with a new one. The original lead was reported to have been discarded. The patient was reported to be doing well with the new devices.

Manufacturer narrative:
Ins: model 3023, serial # (B)(4), implanted: 2002 (B)(6), explanted: 2011 (B)(6). Lead: model 3889-28, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model 3886, serial # (B)(4), implanted: 2002 (B)(6), explanted: 2011 (B)(6). Extension: model 3095-10, serial # (B)(4), implanted: 2002 (B)(6), explanted: unknown.